Manufacturer narrative:
Citation: xu y-n et al. Balloon sizing during transcatheter aortic valve implantation: comparison of different valve morphologies. Herz. 2020 apr;45(2):192-198. Doi: 10.1007/s00059-018-4714-2. Epub 2018 jun 5. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding the use of pre-implant balloon aortic valvuloplasty to assist with determining the valve size for transcatheter aortic valve implantation in patients with native bicuspid or tricuspid aortic valve morphology. All data were retrospectively collected from a single center between april 2012 and november 2015. The study population included 67 patients and was predominantly male with a mean age of 73 years and a mean weight of 59 kg. Of those, 29 were implanted with the medtronic corevalve. No serial numbers were provided. Among all patients, adverse events included: ischemic stroke, transient ischemic attack, mild-moderate paravalvular regurgitation/leak, unspecified major vascular complications, and impaired left ventricular function. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.